Manufacturer narrative:
Block h6: imdrf device code a040103 captures the reportable event of material fragmentation. Imdrf device code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that an autocap was used for the pancreas in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026, for the treatment of pancreatic cancer. During the procedure, the physician had two wires in the ercp scope while deploying a biliary stent. The stent was difficult to deploy, so one wire was removed. After successful deployment of the stent, it was noted that the disc from the autocap rx had deployed onto the stent. Reportedly, the disc remained in the patient and was attached to the stent. An attempt was made to retrieve the disc; however, because it was attached to a plastic stent, the decision was made not to remove it in order to avoid the risk of pulling out the stent. The procedure was prolonged for few minutes but then completed using another device of the same device. There were no reported patient complications as a result of this event.